Event description:
The hospital reported loss of suction. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed troubleshooting of the system with the hospital biomed. Service will be performed by hospital employee. No repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).